Event description:
A man contacted philips by telephone to report that his daughter had suffered a burn from one of our defibrillators and that this burn resulted in her death.

Manufacturer narrative:
A man contacted philips by telephone to report that daughter had suffered a burn from one of our defibrillators and that this burn resulted in her death. Subsequently, a doctor at the customer site where the defibrillator was used confirmed that this man's daughter had been treated there. There are extensive medical records from this patient's admission. The doctor stated that she was very ill upon admission and required defibrillation. The doctor further stated that their records did not indicate any malfunction of the device or any burn. There is not enough information available to philips to support that a malfunction of the device or any burn from defibrillation had occurred.